Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected: the proximal connector has been pulled away from the valve. Connector was returned. No damage was noted with the connector or the molding in the silicone housing for the connector, a tear / cut was noted in the silicone housing at the proximal end of the valve casing. The valve could not be irrigated due to the cut / tear in the silicone housing. The valve was tested for programming. The valve failed the test, during the programming process the cam mechanism did not move. The valve could not be pressure tested due to the cut / tear in the silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets passed. Review of the history device records confirmed the valve product code 82-3842, with lot cldb0m, conformed to the specifications when released to stock on the 9th april 2010. The root causes of the programming problem could be due to biological debris found on the on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate, this however could not be determined. The root cause of the disconnected proximal connector could be due to when the valve was explanted, this however could not be determined. The root cause(s) of the tear/cut in the silicone housing could be due to a sharp or pointed object coming in to contact with the silicone housing, or when the valve was removed it could have been pulled out with clamps, as noted in the IFU silicone has a low tear/cut resistance, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
On (B)(6) 2010, the device was implanted via v-p shunt to the patient with sah ((B)(6)-year-old male). The initial setting pressure was 40mmh2o. After implantation, it was noted with staggering with the patient and the ventricles of his brain became large. When pumping the device, it was found the chamber part was not depressed. Since the occlusion of the device was suspected, it was replaced with the same new product at 70mmh2o on (B)(6) 2015. It was reported that biological debris was found in the ventricular catheter. The patient¿s condition improved after the revision.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.